Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found that the diff sample line tubing in shear valve cvl85/126 was clogged and damaged causing the leak. The tubing was replaced to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained clear leak of less than 1 ml in the retic mixing chamber drip tray inside the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eyeglasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.